Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp was placed, peel away sheath removed and repositioning sheath was advanced into arteriotomy. Sutured utilizing forward tension sutures, dressed and secured. Gurney was locked and secured. When getting patient ready to move over to gurney to be transferred 'impella in aorta' alarm occurred. Device was noted to be pulled back into ascending aorta. Ic (interventional cardiology) attempted to push device back across av (aortic valve) but was unsuccessful. Decision made to replace impella cp. Hematoma was also noted at insertion site pre and post impella cp replacement. Manual pressure and light pressure fem stop was applied. New device was successfully placed. Patient is stable post replacement.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of hematomas cannot be determined since insufficient clinical details were provided. Unable to place or position (positioning issue): the cause of the positioning issue was determined to be an unintentional use error as the pump was noted to be pulled back into ascending aorta when getting patient ready to move over to gurney to be transferred to hub hospital and was replaced with another pump successfully. Device history review: the device passed all the post sterile inspection checks.